Manufacturer narrative:
Internal report reference number: (B)(4). Meter, test strips and control solution were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(4): user had an inaccurate reference. Note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for high control test and blood glucose test results. The customer is concerned with test results from blood glucose test results of 154, 151, 160 and 173 mg/dl and control test result of 183 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-114 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/17/2024 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 154mg/dl date: (B)(6) time: 9:42am fasting. Result 2: 183 mg/dl date: (B)(6) time: 11:17am (control). Result 3: 151 mg/dl date: (B)(6) time: 9:45am fasting. Result 4: 160 mg/dl date: (B)(6) time: 8:53am fasting. Result 5: 173 mg/dl date: (B)(6) time: 9:03am fasting.